Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g.,bleeding and rupture). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses for the treatment of an abdominal aortic aneurysm. It was reported a reliant¿ stent graft balloon was placed completely within the contralateral leg component and inflated for post implant ballooning. The patient¿s left common iliac artery ruptured during the ballooning of the graft. The cause of the rupture is unknown. It was reported the patient had extremely calcified common iliac arteries. The patient reportedly had an unknown amount of blood loss. However, it was reported two units of blood were administered to the patient. The rupture was repaired by implanting another graft in the patient common iliac artery. The patient tolerated the procedure.